Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed that the cause of the reported failure was due to low voltage pin 1 being damaged. The loose contact was causing intermittent paddles lead recognition.

Event description:
It was reported that when the therapy cable assembly was moved around, the device would display a "connect electrodes" message. The device would have intermittently been able to detect a pt connection with this reported failure. There was no pt use associated with the reported failure.